Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that a power on reset (por) was reported. The specific code was 0x400 on the clinician programmer. The por was seen after the patient fell square on the implantable neurostimulator (ins). The patient then went to use the patient programmer (pp) and this was when the por was seen. It was noted that the pp had been used last 3-4 days prior to the fall. No recent medical procedures had occurred. Instructions to clear the por were reviewed and it was confirmed to have been successfully cleared. Therapy was noted to be adequate. Impedances were then checked at 1.5 volts. Reference 0 impedances were 820-1600 ohms. Reference 1 impedances were 1617-1800 ohms. These were reviewed to be normal. The ins was turned back on and the patient was feeling stimulation without any issues. Relevant medical history included chronic low back pain and spinal pain. No follow-up was required.